Event description:
It was reported a patient presented in clinic for an implant procedure on (B)(6) 2025. During the procedure the left ventricular lead presented with a fracture and externalized conductors, which were confirmed visually. The lead was not used and replaced within the same operation and post-procedure the patient was stable.

Manufacturer narrative:
The reported events of ¿the steel wire structure inside the lead was pulled out" and ¿electrode core broken¿ were confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The connector cap was intact and in placed in the connector assembly. The cause of the reported events was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.